Manufacturer narrative:
Beckman coulter field service engineer (fse) spoke to the customer on the phone and had the customer to change a defective check valve on the waste drain line which drains the differential waste chamber that fixed the leak. When the fse arrived at the facility the waste chamber on the unit was empty. The fse started the analyzer and the instrument performed as expected. No leak was observed. Failure mode was attributed to a defective check valve on the waste drain line. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that there was a leak behind the coulter lh 780 hematology analyzer through vent #156. The volume of the leak was 10 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, eyeglasses and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or affect to patient treatment.